Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the pump was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 2mg pca dose, a 10 minute pt lockout, and a 30mg four hour dose limit. At approx 0900, during rounds, the nurse reported the display indicated 21.6mg had been delivered. At this time, when the pt pressed the pt pendant, the nurse noted the display indicated a 1.3 mg pca dose had been delivered instead of the intended 2mg pca dose. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional information was provided.